Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. During the procedure, the reservoir was placed and activated immediately after the package was opened. About three hours later, the reservoir stopped suction. When trying to lock the reservoir after emptying exudate, the reservoir could not be locked. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 08/20/2020.

Manufacturer narrative:
Actual sample returned and evaluated. Lock does not work due to the latch of the plate is broken.